Event description:
A report was received that the patient had an explant procedure to remove the stimulator. Several good faith attempts have been made to obtain further details, however boston scientific neuromodulation has yet to receive any further information.